Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced an adverse event. The sensor was inserted into the buttocks on (B)(6) 2016. Patient's mother reported that she noticed the skin irritation after she removed the sensor. On (B)(6) 2016, the patient's mother consulted with a pediatrician concerning the reaction and was prescribed bactrim topical cream. The affected area was treated with over-the-counter cortisone cream and the prescription bactrim. At the time of contact, the patient was feeling better. Additional event or patient information is not available. No product or data was returned for evaluation. The reported event of skin reaction was not confirmed. A root cause could not be determined.